Event description:
It was reported that bd alaris smartsite texium secondary set was loose the following information was received by the initial reporter with the following verbatim: when the pump was set up for a patient to receive oxaliplatin, the tubing started to leak chemotherapy the texium had not been correctly threaded/bonded. Additional info: 1. What was the impact to the patient? Treatment delay as the product had to be sent back to the pharmacy. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No ae or serious injury. 3. Can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2024. 4. Can you please provide the lot number associated with reported issue if available? Not available. 5. Total number of occurrences? Once. 6. Any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? Photos attached. The first shows the incorrect threading/bonding on the right compared to a correctly threaded/bonded set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that when the pump was set up for a patient to receive oxaliplatin, the tubing started to leak chemotherapy. Two photos of the texium connector not threaded correctly was submitted by the customer. Evaluation of the photos confirm that the threading is not aligned causing a leak. The customer complaint of connection issues was verified. Investigation was continued at the manufacturing facility. The investigation indicates that the possible root cause to the incomplete threading, between the male luer connector and the texium connector, is due to the lack of application of adequate force by the assembler. Additionally, the assembly fixture may allow for incomplete threading. As a corrective action, an electric torque fixture will be implemented to optimize the screwing operation between the male luer and the texium, to avoid misassembly / leakage at the joint. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.